Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted, firmware was downloaded, and cybersecurity upgrade was performed. The patient was in stable condition.